Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had peeling sealant observed at the probe transducer, peeling on the cement of the objective lens, an uneven seal on the light guide lens, and the adhesive was missing around the forceps cover. There was no patient involvement.